Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable at this time. No parts have been received by the manufacturer for evaluation. No parts returned for analysis.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess) procedure, the emitter on the navigation system would not track. The issue occurred after rebooting the system. Only the rad 40 navigated blade was unable to track with the emitter. A second reboot resolved the issue and the site was able to proceed with the case. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.